Manufacturer narrative:
The device was not yet returned for investigation, therefore the root cause is not yet determined.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): as reported: "during an endoscope ventriculoscopy, use of a 28161 sf coagulant forceps that may have entered the working channel of the endoscope but the end of which broke during removal. This extremity was impossible to recover because it was inaccessible by the lateral ventricle. Obligation to convert to open surgery and retry and failure to recover material."

Manufacturer narrative:
According to customer's information, the affected product could not be sent for further investigation. With reference to similar cases, the most probable root cause of broken electrode is that it broke due to high mechanical stress caused by the customer. As a result of an analysis of similar cases, no product related malfunction could be determined. Since no systemic issue was determined; no corrective action is required at this time. According to the instruction for use, chapter 4, there is a warning that a mechanical overload can lead to injury to the patient.